Event description:
The jetstream g2 catheter was used to treat a severely calcified lesion in the sfa artery. The physician noted that while getting the sheath up and over the aortic bifurcation, bilateral iliac dissections occurred. He proceeded to use the g2 device to remove plaque at the origin of sfa. The physician treated the area in the minimum diameter mode and then switched to maximum diameter mode. He was experiencing difficulty getting through the lesion. An angiogram was done revealing a perforation in the sfa. A stent graft was used to repair the perforation with a good result. The physician reported the pt had very fragile arteries.

Manufacturer narrative:
The pathway jetstream g2 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.